Event description:
The customer reported they cannot connect the c-arm and the monitor. The customer cut out bent pins in limo connector.

Manufacturer narrative:
The ge service rep noted several slightly bent pins in the lemo connector, and 2 pushed in. The two that were pushed in were retrieved and reseated. The bent pins were gently straightened out. A complete system op check was performed and passed. The system was returned to the facility in working order.